Manufacturer narrative:
No patient involvement was reported. Initial reporter is (B)(6). DHR review was completed. Part: 387.346; lot: bag0519. Manufacturing site: (B)(4). Release to warehouse date: 09.october 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation selection: investigation site: (B)(4). Selected flow(s): device interaction/functional. Visual inspection: the shipped back synframe holding base insulated f/or tab 387.346, lot bag0519, is in a used condition. The knob is jammed and can no longer be turned to tighten the synframe holding base on the cylindrical counterpart. The m10 thread of the knob is seized up. No further damage is visible that is relevant for the complaint. Functional test: on the synframe holding base insulated f/or tab 387.346 the functional tests were performed according to inspection sheet. These functional tests have been executed for the entire lot bag0519 after the assembly step and are documented. These functional tests simulate the interaction with the counterparts. The following test steps were performed on the part that was returned. Pin gage ø15.80 mm. Should be: can be clamped when tightening the knob actual test result: pin gage cannot be clamped because the threaded pin (B)(4) of the knob is seized up. Pin gage ø16.00 mm. Should be: pin can be moved when knob is in open position. Actual test result: pin gage cannot be clamped because the threaded pin (B)(4) of the knob is seized up synframe holding base insulated f/or tab 387.346 is mountable on functional gage (B)(4) (profile 25mmx10mm). Actual test result: could get executed without any issues. On the synframe holding base insulated f/or tab 387.346 is one of the two knobs jammed. Drawing/specification review: drawing, 387.346 synframe holding base insulated f/or tab; drawing, (B)(4) gewindestift - m10x40 - nitronic 60; drawing , (B)(4) hauptteil kpl. Drawing, (B)(4) hauptteil 60/50*78. Drawing, (B)(4) helic.ins.m10x1.5, proaccess table clamp. The manufactured and current revisions of the drawings were reviewed, and no relevant design changes were identified. Dimensional inspection: the thread of the knob is seized up so that disassembly is no longer possible. Usable test results, such as measuring the thread, are no longer possible. Attempting to loosen the threaded connection would increase the damage even more. Material or hardness review: 387.346 synframe holding base insulated f/or tab, drawing; (B)(4) gewindestift - m10x40 - nitronic 60, drawing; (B)(4) hauptteil kpl., drawing; (B)(4) hauptteil 60/50*78, drawing; (B)(4) helic.ins.m10x1.5,proaccess table clamp, drawing. It can be confirmed that the correct components have been used when the 387.346 synframe holding base insulated f/or tab was assembled. Conclusion the synframe holding base insulated f/or tab, production lot bag0519, is manufactured inclusive assembly by an external supplier. The site hägendorf executing an incoming inspection where the functionality has been tested by 100% and documented on inspection sheet. According to the historical test data, the function was evaluated as fulfilled. On the drawing of synframe holding base insulated f/or tab 387.346 it is written under note 3 that the m10 thread of the knob is lubricated during assembly. After use and especially after reprocessing, moving parts of instruments should be lubricated to prevent them from jamming and/or seizing. This is explicitly mentioned in the instruction. It must be assumed that insufficient lubrication is the cause of the malfunction. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after an anterior lumbar interbody fusion (alif) procedure on (B)(6) 2018, after the synframe insulated table clamp was removed from the bed (table) and it was noted the device was stuck. The device was then not usable for another case. No patient involvement. This report is for one (1) synframe insulated table clamp. This is report 1 of 1 for (B)(6).